Event description:
Customer contacted gambro in 2008 to report 'excess fluid loss or gain limit' alarms on two different prisma machines. Both machines were used on the same pt receiving cvvhdf using prismasate bk0/3.5. It was confirmed that both machines gave multiple "dialysate weight incorrect" alarms. The user switched the pt to another machine to attempt to resolve the issue. There was no pt injury or medical intervention warranted in this event and the blood was manually returned to the pt both times. After troubleshooting the alarms, the customer realized that she had forgotten to break the blue frangible pin in the luer connector on the prismasate bags.

Manufacturer narrative:
The device was unavailable for eval. Cause was found to be that the customer forgot to break the frangible pin located in the luer, as stated by the customer. The customer had knowledge of proper use of prismasate; however, did not follow the instructions for use in this case by omitting the breaking of the frangible pin located in the luer.